Manufacturer narrative:
Diasorin molecular llc received a complaint alleging false positive results on one (1) patient sample with the simplexa covid-19 direct assay, but negative when repeated three separate times on another lot of mol4150. Ran analysis fo the simplexa results showed the following results with the patient sample ID# (B)(6): (B)(6) 2021 @ 2215, instrument 2d0559, well 6: s gene (CT = 28.7),orf1ab (CT = 29.3). On (B)(6) 2021 @ 0915, instrument 2d0550, well 1: not detected. On (B)(6) 2021 @ 1027, instrumnet 2d0559, well 1: not detected. On (B)(6) 2021 @ 1115, instrument 2d0559, well 4: not detected. The detected run was within the typical detection range, but it was observed on the run from (B)(6) 2021@2215, another sample (ID# (B)(6)) in well 8 was detected with very early cts (s gene CT = 16.7, orf1ab CT = 17.4). There is a potential that the issue sample may have been contaminated during the sample handling of sample (B)(6), but the customer's device and suspected false positive samples were not provided for investigation. Batch record review showed the critical component, reaction mix mol4151 lot# x13196n, met all qc release criteria prior to kit release. A total of 35 no-template control (ntc) replicates were run and resulted in zero (0) occurrences of false positives in either s gene or orf1ab targets. No malfunctions occurred during qc release testing. Retains of the suspected device were tested on (B)(6) 2021 with 14 ntc replicates with zero (0) occurrences of false positive in either the s gene or orf1ab targets. No malfunctions occurred during retain testing. Issue unconfirmed. Potential causes for false positive results may be an instrument failure or error, an operator error, incorrect handling of reagents during testing or storage, or deviation from assay procedures outlined in the package insert. Without the customer's device or suspected false positive sample, it is not possible to determine a definitive root cause at this time. This is the 1st complaint on mol4150 lot# x13194n for suspected false positive results.

Event description:
Diasorin molecular llc received a complaint alleging false positive results on one (1) patient sample with the simplexa covid-19 direct assay, but negative when repeated three separate times on another lot of mol4150. The customer confirmed the suspected false positive result was not reported to the diagnosing physician or clinician. No alleged harm occurred. Patient health information and sample collection method was not provided.